Event description:
(B)(6) pt regarding ivr devices, states (B)(4) was alarming over the weekend with error code 1720. Advised device will need to be brought in to be examined. Confirms current pump rate at 37ml/24hr and that she has successfully switched to backup device without any issues. Delivery tomorrow to home address and ok to leave without signature. Notified psr to set up replacement device. No adverse events occurred with device. Pt does not want to be contacted. Dose or amount: 171nkm, frequency: q48h, route: IV. Dates of use: (B)(6) 2010 to ongoing.